Manufacturer narrative:
D10: (B)(6), 300-30-06 - equinoxe preserve stem 6mm, (B)(6), 315-35-00 - glnd kwire, (B)(6), 320-06-38 - glenosphere 38mm, (B)(6), 320-15-04 - rs glenoid plate r post aug, 8 deg, right, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 322-10-00 - humeral adapter tray, +0, (B)(6), 322-38-03 - 145-deg pe 38mm hum liner +2.5, (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6), 531-78-20 - shouldr gps hex pins kit, 01014024144 ,(B)(6) - gps implant kit v2. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a 60 yo male patient, who had a right shoulder implanted, underwent a revision. The patient complained of pain. A spacer was used. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return due to chain of command. No device images were provided. This is 1 of 2 cases for this patient.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. B3: corrected. D1: corrected. H6: corrected component and investigation clinical codes. H10: corrected.